Event description:
The following has been reported: biomed reported: "it was reported that there was an alarm service needed. Cleaned the av (actuator valve) pins and loading guide. There was no problem while testing. Searched the history log for errors, found a pump problem on may 14 at 23:43. Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.